Manufacturer narrative:
The patient's pocket was revised. Nothing was implanted or explanted and the patient is doing well.

Event description:
A report was received that the pt will undergo a pocket revision. The reason of the pocket revision is unk.

Event description:
A report was received that the patient will undergo a pocket revision. The reason for the pocket revision is unknown.